Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implant, the lead was being implanted in the outflow tract with the red stylet and the helix would not extend. The physician was having difficulties pulling the stylet out. After the physician pulled the lead out, the helix would still not extend. The lead was removed and a new lead was used. The patient experienced no symptoms.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.